Manufacturer narrative:
A ge service representative performed an onsite investigation. The vsc board, power converter, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would intermittently lock up. There was no patient injury or death reported.